Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the left ventricular lead exhibited loss of capture, with the exception of one of the lead's vectors that exhibited high capture threshold and phrenic nerve stimulation instead. The lead was programmed off. The patient condition was stable.